Event description:
It was reported that the patient fell and hit their head against a table. The patient attended the hospital in, 2005 and testing confirmed that the implant has malfunctioned.

Event description:
The complaint was re-opened upon receipt of revision surgery info. The pt was reimplanted on january 16, 2006.